Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly.

Event description:
On (B)(6) 2024, a patient contact reported to fresenius technical services this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler needed to discontinue a ccpd treatment to present to the emergency department (ed) for heart palpitations. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 for a gastrointestinal (gi) bleed and angina pectoris. It was explained the patient needed to emergently discontinue a ccpd treatment on the liberty select cycler on (B)(6) 2024 at home due to chest pain prior to admission. The patient was safely disconnected from his cycler and transported to the ed where he was admitted to the hospital on the same day. The patient¿s chest pain was attributed to low blood volume (as a result of the gi bleed) and subsequent angina. The patient¿s gi bleed was attributed to unrelated comorbidities involving chronic colitis and other unspecified gi disease. The patient has been able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient is recovering from this event while awaiting discharge to home. It was confirmed the patient¿s gi bleed, angina pectoris and the associated hospitalization were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue ccpd therapy on the same liberty select cycler at home upon discharge.

Event description:
On (B)(6) 2024, a patient contact reported to fresenius technical services this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler needed to discontinue a ccpd treatment to present to the emergency department (ed) for heart palpitations. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 for a gastrointestinal (gi) bleed and angina pectoris. It was explained the patient needed to emergently discontinue a ccpd treatment on the liberty select cycler on (B)(6)2024 at home due to chest pain prior to admission. The patient was safely disconnected from his cycler and transported to the ed where he was admitted to the hospital on the same day. The patient¿s chest pain was attributed to low blood volume (as a result of the gi bleed) and subsequent angina. The patient¿s gi bleed was attributed to unrelated comorbidities involving chronic colitis and other unspecified gi disease. The patient has been able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient is recovering from this event while awaiting discharge to home. It was confirmed the patient¿s gi bleed, angina pectoris and the associated hospitalization were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue ccpd therapy on the same liberty select cycler at home upon discharge.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.